Event description:
It was reported the epg (external pulse generator) has a cracked case. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the upper and lower case halves were broken. Analysis also found that the battery release and battery drawer were contaminated, both bail covers and ring cover were broken and the lead flex cover was corroded and broken.